Event description:
I have been injected in the periorbital area with a product/ device called sculptra (aka new-fill). I had an allergic reaction which manifested as large sacks of fluid under both eyes. I had to have injections and pills of prednisone to resolve that problem. Second, the sculptra was injected into a blood vessel under the right eye, causing my eye to paralyze for an hr and massive swelling. The skin then atrophied and became very discolored. I am still trying to correct this problem. Third, the sculptra under the eyes has turned into hard lumps under both eyes. This is the most common problem women are having, the lumps can be seen and felt. Dermik labs told you they can only be felt, not true, they can be seen as well. These lumps are not going away, seems some women are having surgery to get them out. This sculptra has not been FDA approved for use as a cosmetic procedure. It has been approved for people with aids. There are many women on line in cosmetic forums complaining of what the sculptra has done to them when injected under the eye. This product must be reviewed before approval. Dermik labs has not been honest about the dangers of sculptra injected under the eyes. I have read the minutes from two of your meetings with dermik labs. They tell only about the positive results in hiv pts. They have presented no info about its use and dangers in cosmetic use. Please review how this product is being using. I and many women here in the USA are a mess.